Event description:
Additional information received from the representative reported meeting with the patient on (B)(4) 2016 at the doctor's office. The patient requested the rep try and move stimulation higher in the back for pain that was new since the stimulator was implanted. The rep was able to reprogram to achieve higher stimulation and the patient was happy with the changes.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain, spinal pain and degenerative disc disease/herniated disc pain. It was reported that the patient had experienced a sudden/instant of pain/¿fire¿ in a 6 circle of his spine/back ("like a hot poker") that began 7 weeks prior ((B)(6) 2016). It occurred first back then and then it did not occur for 2 weeks but in the last couple of weeks it has been occurring every other day. The patient stated that the issue occurs even when the stimulator was turned off. The patient called back on (B)(6) 2016 and indicated that they were at their doctor¿s office and was waiting for the manufacturer representative (rep).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.